Event description:
Follow-up information indicated the patient is receiving effective stimulation coverage.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was without stimulation and had not charged her ipg for approximately 6 months. The patient was unable to communicate with or charge her ipg. Sjm representative met with the patient and confirmed the issue. Review of the manufactures device registration records indicated the patient's ipg was explanted and replaced on (B)(6) 2014.